Event description:
It was reported that the patient had fainted four times and the device was noted in elective replacement indicator (eri). Additionally, the lead had dislodged showing high threshold. The lead and device were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.